Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of e. Coli which is an organism that is found in the intestinal tract of humans and often associated with touch contamination as source of peritonitis in pd patients. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to poor handwashing and touch contamination, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and an adapter was installed onto the catheter. The patient requested assistance on how to remove an adaptor left on the pd catheter (not a fresenius product). Technical support advised the patient to follow up with the pd nurse. During additional follow-up, the nurse indicated the pd catheter adaptor was removed and the patient completed the pd treatment with the cycler without any adverse effects. The nurse reported that on (B)(6) 2020, the patient was hospitalized with peritonitis. Per the nurse, the patient¿s pd culture (obtained on an unknown date in hospital) grew the bacteria e. Coli. The patient was treated with unknown antibiotics intra-peritoneal (ip) while hospitalized. Subsequently, on (B)(6) 2020, the patient was discharged home continuing pd therapy and ceftazidime 2 grams daily ip for 2 additional weeks. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to poor handwashing and touch contamination during the pd exchange.